Manufacturer narrative:
Update data: h2 h3 h6 image review: two still images and one cine image of the event reported above was provided. There was no computed tomography (CT) or executive summary provided for anatomical considerations. There was no fluoroscopic load inspection provided therefore the subject matter expert (sme) cannot confirm the valve was loaded properly. It was reported that prior to use of the transcatheter bioprosthetic valve, the valve was loaded by a certified nurse without any particular problems, and visual and tactile inspection of the capsule as well as a fluoroscopic loading check indicated proper loading. There is no evidence of a proper valve load. It was reported; during the procedure, pre-dilatation was performed with a 20 millimeter non-compliant. An initial implant attempt was made, but the valve was recaptured due to high positioning. A second deployment attempt achieved a good implant depth of 4 millimeters (mm), and the valve was released; however, the valve appeared constrained, prompting post-dilatation with a 24 mm non-compliant balloon and pacing set to 200 beats per minute (bpm). During balloon deflation, a heartbeat may have occurred between pacing, causing the balloon to pop out and displace the valve. There were no images of the first valve deployment provided therefore the sme cannot confirm valve depth or cause of dislodgement. It was reported the valve was snared and a second valve was deployed. Evidence does show the second valve deployed at a proper depth with the second valve positioned higher in the ascending aorta. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter bioprosthetic valve, the valve was loaded by a certified nurse without any particular problems, and visual and tactile inspection of the capsule as well as a fluoroscopic loading check indicated proper loading. During the procedure, pre-dilatation was performed with a 20 millimeter non-compliant. An initial implant attempt was made, but the valve was recaptured due to high positioning. A second deployment attempt achieved a good implant depth of 4 millimeters, and the valve was released; however, the valve appeared constrained, prompting post-dilatation with a 24 millimeter non-compliant balloon and pacing set to 200 beats per minute (bpm). During balloon deflation, a heartbeat may have occurred between pacing, causing the balloon to pop out and displace the valve. The valve was subsequently snared and stabilized above the coronary arteries, and a second valve was implanted using a new delivery system.